Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that a false alert triggered for the right ventricular lead integrity alert.

Event description:
It was reported that the patients right ventricular (rv) lead triggered an lead integrity alert (lia) with multiple high rate non-sustained episodes and increased sensing integrity counter (sic). Caller thought the implantable cardioverter defibrillator (ICD) may have triggered a false alert due to fast non-sustained vt/vf. It was noted there was no noise on the egm's, impedance levels were fine, and a chest x-ray (cxr) was done and does not show any loss of integrity on the lead. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.